Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022. The abutment was removed during the same surgery.

Event description:
Per the clinic, the patient was treated with oral antibiotics for 7 days (specific date not reported).